Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found.

Event description:
It was reported that during implant, the lead did not properly fit the device. The device was not used and replaced. No patient complications have been reported as a result of this event.